Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered an issue with the monopolar energy, specifically the monopolar coagulation function, while the cut function remained operational. The tse reviewed the logs and confirmed the issue. Initial troubleshooting involved recommending a power cycle of the erbe generator, swapping monopolar ports and energy cables, and changing the instrument, but these steps did not resolve the problem. The issue persisted intermittently even after changing the instrument. The tse then suggested adjusting the coag settings to forced or classic to limit the energy to the instrument. The user continued with the procedure as planned with no report injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that switching to classic mode did not resolve the issue. They continued with the procedure using the same erbe generator without using the coagulation mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the issues with erbe were confirmable using log reviews; significant number of c-38, c-30, c-34, m-1 and m-11 errors logged. C-06/m-18/m-11 error pattern logged, m-18 errors logged, c-01 logged also of concern. Inspection during fa process was able to find errors in erbe logs that match timeframe and fault condition reported but were unable to replicate on site. C-00, m-11 errors in erbe logs. Unit tested on system, no errors on startup or during use. All operations performed successfully via all ports.